Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices mentioned in b5 are being filed under separate medwatch numbers.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional neuro intervention aneurysm procedure. Reportedly, when the plunger was withdrawn, the suture was not present, as a cuff miss occurred with three prostyle devices. Manual compression was ultimately used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported needle to cuff miss could not be confirmed as the device was returned with the plunger, posterior needle tip, suture, anterior and posterior cuff in the pre-deployed position. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue needle to cuff miss could not be determined. The returned condition is not consistent with the reported needle to cuff miss. Information was received confirming the correct device was returned. However, the device was returned with the plunger, posterior needle tip, suture, anterior and posterior cuff in pre-deployed position indicating the device was not deployed. Therefore, a conclusive cause cannot be determined as the reported needle to cuff miss could not be confirmed. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.